Event description:
In 2007, dual chamber pacemaker battery was re-placed with same in pt with heart block. Original device was implanted in 1991 and was replaced because pacemaker had reached end of life parameters. Fourteens days later, patient was re-admitted with malaise and positive blood culture for enterococcus faecalis. His conditioned worsened in spite of aggressive anti-biotic therapy. Patient expired four days later. Information that reasonably suggests that the device may have contributed to the death is the temporal relationship between the procedure and death.